Manufacturer narrative:
The lot number for the two reported malfunctions was not provided, therefore the lot history reviews could not be performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for two malfunctions. Therefore, the investigation for the two reported malfunctions are confirmed for tilt and difficult to remove. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicated that model md800f vena cava filter allegedly experienced tilt and difficult to remove. The information was received from various sources. Both the malfunctions involved patients with no patient consequences. Of the reported patients, two were male. One patient was (B)(6) years and weighed (B)(6) lbs. Other patient was (B)(6) years and weighed (B)(6) kgs.